Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision and dryness in the left eye two months post lasik. The patient was noted to have significant dryness. Punctal plugs were inserted in the upper and lower lids. The patient is using topical tear drops as well as oral dry eye supplements. It was noted that the patient did not have preexisting dry eyes. Additional information received stated that the patient was seen at a four month follow up and had 3+ superficial punctate keratitis. It was noted that the punctual plugs expelled spontaneously. The patient will be referred to another doctor for evaluation.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).